Event description:
I woke up with pain in my left breast, it was warm to touch, skin discoloration, fever, nausea, dizziness, and vomiting. I went to the hosp and my blood pressure dropped dramatically to 54/41 and they concluded I was fighting an infection, and I needed to explant since my left implant was leaking I was having an adverse reaction to it.